Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the helix mechanism on this right atrial (ra) lead did not operate correctly. The lead was not implanted and the procedure was completed with a different product. No adverse patient effects were reported. The attempted lead was returned for analysis.